Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reported issue did not occur while the system was being driven. The issue occurred as the customer was trying to dock arm 3 to the cannula. The drift was experienced because of uneven flooring. The reported issue has become worse and is always worse with arms 3 and 4. Sometimes it takes two staff members to keep the arms from drifting while docking. The report of arms 3 and 4 bouncing occurred during an internal collision. The customer thought the collision was between arms 3 and 4, but the collision actually occurred with the camera arm, which gave the illusion of bouncing, rather than real bouncing. This was determined when the same collision happened again during a subsequent case. Site did not think this was a draping issue.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the arms moved without being clutched while the nurse was driving the patient side cart (psc) to the patient. Arms 3 and 4 had the monopolar curved scissors (mcs) and tip-up fenestrated grasper instruments installed. When swapping back and forth between the instruments, they would bounce. The procedure was completed with no reports of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product(s) with an alleged issue to perform failure analysis.